Manufacturer narrative:
The complaint was confirmed. Visual evaluation of the returned, used device, item 8204, found that the tip of the awl was broken at the machined radius. The broken piece was not returned for evaluation and is approximately 0.2220 inches long. Examination could not find any issues with critical dimensions. The damaged condition of the returned used device is indicative of heavy use and /or the application of excessive force during use. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been 3 complaints regarding 3 devices for this device family and failure mode. During the same time frame 379 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed, the rate of failure would be .008 per the instructions for use, the user is advised the following; do not use excessive force on the instrument to avoid damage or breakage during use. The instrument should be inspected before and after use to assure no damage has occurred. This instrument is designed for use by surgeons that are experienced in the appropriate specialized procedures. It is the responsibility of the surgeon to become familiar with the proper techniques for use. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the 8204, microfracture awl broke during a microfracture procedure on (B)(6) 2019. The surgeon was making a hole using a mallet and the microfracture awl. While tapping the awl the tip broke off into the patient. The broken piece was retrieved using a mosquito clamp. The surgery was completed successfully using a wire pin. There was no patient injury and a 1-minute delay of surgery. This report is being raised based on device malfunction with potential for injury upon reoccurrence.